Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient has diarrhea when they turn the stimulation on. Patient was also feeling uncomfortable stimulation in their right abdomen. Patient had no falls but was working on their car and reached over and felt a pop in their back. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined¿ instead of analysis conclusion

Event description:
Additional information was received stating the patient's leads had migrated, which was confirmed via x-ray. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored. It was also stated the physician did not believe the diarrhea was related to the scs system